Event description:
Over the past 3months, there was an instance of error on the screen "degradation of equipment call service", the ii stopped moving, with the patient on the table and needed to be moved to another room. Manufacturer was contacted. Fixed switch ring resolving the problem for now. Manufacturer response for x-ray, (brand not provided) (per site reporter). Manufacturer was contacted. Fixed switch ring resolving the problem for now.